Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range impedances. Surgical intervention was performed and lead body damage was observed at the location of the suture sleeve. No adverse patient effects were reported. The lead was surgically abandoned.